Event description:
It was reported that the customer was moving the dual drive console (ddc) from one room to another and when they unplugged the ddc from ac mains, the compressor shut down. Biomedical t the hospital measured the ups battery voltage as 0 cdc. The driver was not in use on a patient at the time of the event.